Event description:
It was reported that the patient arrived at the emergency department (ed) with no power and dead batteries on their left ventricular assist device (lvad). The patient received cardiopulmonary resuscitation (CPR). With a new set of batteries, the emergency room (ER) was able to power the device back on but had activated the low flow alarm. The ER was unable to get a return of spontaneous circulation (rosc). The ER had called time of death after 45 minutes, and they had noticed the patient had blown pupils. The patient¿s family had returned the primary system controller to the healthcare provider. The log files were submitted for review to confirm if the patient¿s passing was due to issues with the pump. The log files were reviewed and revealed various loss of external power alarms on (B)(6) 2025. The log files also contained various driveline disconnect/reconnect alarms. When the system controller was powered back on, a controller clock corrupt alarm had activated. The most recent data in the log files indicated that the pump was not connected when the data was downloaded.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of the patient¿s batteries becoming fully depleted, and driveline disconnect alarms, were both confirmed via the provided log files. The log files captured a no external power alarm on (B)(6) 2025 at 4:35:06 due to both 14 volt batteries becoming fully depleted after extended use. The backup battery supported the system for the next two hours until also becoming fully depleted; then, the patient¿s pump stopped on (B)(6) 2025 at 6:32:56. The controller fully shut down a few minutes later, and the pump was off for an unknown amount of time. When the controller was powered back on, its clock had reset due to the full battery depletion. During the timeframe where the clock was not set, two driveline disconnections and reconnections were observed which temporarily stopped the pump at these times. The pump ramped back up to intended speeds after the driveline was reconnected. No other notable events regarding the controller were observed. The returned system controller was functionally tested and performed as intended throughout all testing. The root cause of the observed driveline disconnect alarms appeared to have been user error in disconnecting the driveline in a manner that was not appropriate nor recommended per available labeling. It is unknown if the patient was in a condition to respond to controller alarms leading up to the pump stop and clock reset. There was no device issues identified during evaluation of the log files and the reported events cannot be correlated to a device related issue. Review of the device history record for the system controller showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 patient handbook instructs users to always connect to wall power when falling asleep or when the chance of sleep is possible. Users are warned that they may not hear low power alarms while asleep as battery power depletes which could result in the pump stopping. The heartmate 3 patient handbook section 2 ¿how your heart pump works¿ instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. Users are also warned to not perform a controller exchange without the aid of a trained, competent caregiver. The heartmate 3 patient handbook section 2 ¿how your heart pump works¿ instructs users that backup battery power should only be used when in a power loss emergency. Inappropriate use of the backup battery¿s power may result in diminished run time during a power loss emergency. This section also instructs users that two new fully charged 14-volt batteries are expected to operate the system for approximately 17 hours, depending on your activity level. The heartmate 3 patient handbook section 3 ¿powering the system¿ instructs users on how to check the charge of their batteries via its fuel gauge button. Users are instructed to always check the battery¿s charge before putting it into use and to always use fully charged batteries. Heartmate 3 patient handbook section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur, including the low voltage/power cable disconnect and no external power alarms. Users are instructed to reconnect their power cables to either wall power or fully charged batteries to resolve the alarms. The heartmate 3 patient handbook section titled "emergency contact list" cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.